Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was playing golf and he ended up in the hospital with a blood glucose of 970 mg/dl after 20 units of insulin. Customer's previous blood glucose was 130 mg/dl. Customer stated that the same thing happened this past wednesday, but his blood glucose only went to 560 mg/dl so he did not need to be hospitalized a second time. Customer stated that he does not have a dome sticker on the pump. Customer was advised to change the fill cannula amount back to 0.5. Customer's blood glucose at the time of the incident was 960 mg/dl. Customer's current blood glucose was 190 mg/dl. Customer has been treating with shots but only when they pump acts up. Customer was hospitalized around (B)(6) 2015. Customer was kept overnight and then released the next day. Customer released himself even though the doctor wanted to keep him longer. The pump passed the high pressure test. Customer was advised to monitor the pump and to do a complete set change.